Manufacturer narrative:
Additional data: h10 this supplemental report is being submitted to retract the previous initial MDR report for a false positive as blank sample was used (user error). The results of this test are considered to be not valid.

Event description:
The consumer reported a unconfirmed false positive result with the binaxnow¿ covid-19 antigen self test performed on (B)(6) 2021. Consumer confirmed she was symptomatic. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.